Event description:
It was reported that during a lobectomy procedure, the tx60g was fired on the bronchus. Across a one centimeter area of the bronchus, the device did not staple. It was reported that it was at one of the ends that the device did not staple. The device was only used for one firing. The surgeon indicated that two-thirds to three- fourths of the staple line was good. The surgeon over sewed the rest of the area to complete the case.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.